Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) in late 2007. According to the complainant, "the wire was cut during the sphincterotomy procedure." A second autotome rx sphincterotome was used to complete the procedure. No patent compilations were reported as a result of this event.

Manufacturer narrative:
A device analysis is not available; therefore, the relationship between the device and the event is undetermined. Although the root cause of the event is unknown, possible causes include: improper tome position allowed the cutting wire to abut the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A search of the complaint database identified one other complaint from the same lot and the same issue. The december 2007 15-month autotome sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.